Manufacturer narrative:
Ib3: event date: (B)(6). The device was not returned. And the serial number is unknown. Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported. That spectrum iq pumps had an increased upstream occlusion alarm frequency. Post implementation of the v9.02.01software update. This occurred in the neurological intensive care unit, during a propofol infusion. A small air bubble was observed in the tubing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.